Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Samples received: none. There are no previous complaints of this code/batch. There are no units in OEM stock. Without any closed sampled and/or defective sample we cannot carry out a proper analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread breaks while knotting.